Event description:
It was reported that the pt underwent a spinal procedure and the interbody cages were implanted at l4-l5 and l5-s1. The coverplate coming off from one of the cages was suspected two weeks post op. No other pt complications were reported. The revision surgery is not planed at this time.

Manufacturer narrative:
(B)(4). Interbody cages performed at l4/5 and l5/s1. L5/s1 level appears constant through all films. Concern about whether cover plate at l4 has separated. Initial films show 15 degree lordosis through l4/5. Final films show advanced subsidence with heads of screws originally at level of disc space now down within l5 body. Twenty-five degree of kyphosis now presents. In lieu of segment collapse cover plate may have separated. This suggests osteoporotic bone and questionable pt selection.